Manufacturer narrative:
Additional information: h3, h6. Additional information/correction to h4: device manufacture date (missing from previous submission). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified the blue pull ring cap detached from the patient connector and was loose in the pouch. The pouch had a wrinkled appearance on the clear side indicating handling of the set. The reported condition was verified. The cause of the condition could not be determined; however a probable cause could be related to handling of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring) of a minicap transfer set ¿fell off before opening" the package. This was identified prior to use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.